Event description:
It was reported that a female patient who had a 380cc mentor memorygel breast implant experienced left sided infection and device extrusion post procedure. The implant was exposed. As a result, bilateral explant was performed on (B)(6) 2021. Green fluid coming out of her left implant during the removal. The device was found to be ruptured upon explant. Additionally, a nontuberculous mycobacterium was found in the breast pocket. The patient plans to have an augmentation revisions in the future, however, the exact date of the revision is not scheduled at this time.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: infection/extrusion. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: infection/extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 380cc mentor memorygel breast implant experienced left sided infection and device extrusion post procedure. The implant was exposed. As a result, bilateral explant was performed on (B)(6) 2021. Green fluid coming out of her left implant during the removal. The device was found to be ruptured upon explant. Additionally, a nontuberculous mycobacterium was found in the breast pocket. The patient plans to have an augmentation revisions in the future, however, the exact date of the revision is not scheduled at this time.

Manufacturer narrative:
Additional information was received on january 21, 2022. The patient is a 30-year-old caucasian female. The patient had sepsis and cellulitis in addition to the infection described initially. Erythema, pain, tachycardia, and fever were present as symptoms of the issues. The patient has fully recovered since explant surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 14, 2023. After the devices were explanted without replacement on (B)(6) 2021, the patient had an additional breast augmentation procedure in which 535cc mentor memorygel breast implant was placed on the left, and a 430cc mentor memorygel breast implant was placed on the right. Manufacturer¿s reference number: (B)(4).